Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The root cause will be documented as anticipated procedural complication because the reported event is a known potential adverse event of stent implantation noted within with directions for use.

Event description:
Clinical trial. It was reported that 1057 days following a coronary artery drug eluting stenting treatment procedure, the pt developed in-stent restenosis. The initial procedure treated two lesions in the rca (right coronary artery). One lesion was located at the 90% stenosed mid rca and one at the 75% stenosed proximal rca. The mid rca lesion was predilated and treated with a 3.0 x 28 mm taxus express2 drug eluting stent resulting in 0% residual stenosis. The proximal rca lesion was treated with predilation and placement of a 3.5 x 24 mm taxus express2 drug eluting stent resulting in 0% residual stenosis. The pt presented 1057 days following the initial procedure with chest pain and shortness of breath. The proximal rca taxus express2 drug eluting stent was found to have 90% in-stent restenosis. The restenosis was treated with predilation, placement of another MFR's drug eluting stent, and post dilation resulting in 0% residual stenosis.